Manufacturer narrative:
Catheter model #: 8709sc lot #: n238484008 implanted: (B)(6) 2010 explanted: unknown.

Event description:
Additional information: it was reported that the event was not related to the pump. The patient had an abdominal issue.

Event description:
It was reported that the patient was in the hospital and was unresponsive. The hcp (health care provider ) does not believe it is pump/therapy related but wanted to turn the pump to minimum rate "to take it out of the equation until they figure out what is happening with the patient." The pump contained morphine. Follow-up information has been requested, but was not available at the time of this report.